Manufacturer narrative:
Work order passed. No failure found. There is no 510k number as product not marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was misalignment on the plan screen. The 3d model did not patch the positioning of the axial, sagittal, and colonial views. The doctor explained about the followings to the sales rep: - on the select patient screen, a/p was flipped by the ¿correct the orientation¿ button. - when a/p was flipped, the 3d model was aligned with the axial, sagittal, and coronal views. A/p was shown opposite. - registration was performed in this situation, but misalignment occurred. - returned to the select patient screen, the a/p flip button was pressed twice. As a result, the positioning of the 3d model matched that of the axial, sagittal, and coronal views. The a/p orientation also returned to normal. The registration plan was recreated, and the subsequent procedure was completed successfully using the same navigation system. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.